Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the patient's left hip was revised due to "loose cup/ groin pain".